Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-09474.

Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump went into low suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was in the 40 mg/dl. On another occasion, the blood glucose reading was 180 mg/dl, compared with the sensor glucose reading of 280 mg/dl. The customer was advised that the continuous glucose monitoring system was being used off-label due to the customer wearing it on his side and not at a recommended insertion site. Nothing further reported.